Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary.this report is to follow up with (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had torn and dislodged. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. This document represents our final report.

Event description:
Laparoscopic robotic proctosigm: " umbilical 12-mm x 130 mm blunt tip balloon trocar was inserted with ease in the usual manner through a 0.5 inch incision by the surgeon to accommodate the intuitive robot 12mm 0-degree camera. Once the robot was docked with the surgeon at the console, a black dome shaped object was noted in the insufflated abdomen. The fragment was retrieved and the case resumed. There was a notable loss of insufflation but it did not impact the case which was completed without complication. Post-operative examination of the device.